Manufacturer narrative:
One device was received for evaluation. Functional testing was able to duplicate the reported problem. It was determined that the main printed circuit board was the root cause and was replaced. The device then passed all functional tests. The service history review had indicated this was related to a service of the device within the review period.

Event description:
It was reported that the pump showed the following alarms "system advisory: base task timeout and base task debilitated", "system failure: pump motor drive phase b post and pump motor drive off power on self-test", "system failure: control key switch background test", and requested a "biomed passcode.". The errors were not linked to a complete discharge of the batteries. There was no patient involvement.

Manufacturer narrative:
H3, h6: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.